Event description:
This is follow up#1 to report on 27/jun/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral incisional hernia repair¿ surgery and was implanted with strattice device lot ¿sp100234-250¿ on (B)(6) 2015. The patient underwent a procedure for ¿removal of mesh + injury (recurrence + adhesions)¿ on (B)(6) 2017. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries. ¿my abdomen hasn¿t been the same. Daily pain and some days are harder than others. I¿m having emotional issues due to having to be cut open a second time to replace mesh.¿ the form lists the condition that was treated was ¿hernia¿ in 2015 and 2017. The patient also received treatment for ¿pain and weight gain due to stress¿ from 2017 to present. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot 1620002 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.